Manufacturer narrative:
The following fields have been updated with respect to part analysis results: h6 and h 11. The report by the customer that the gray cord set fire was confirmed by the bd field service engineer based on evidence on impacted components. The field service engineer evaluated the station, and the following observations were noted: received call from pharmacy director that unit had a smoke fire incident/ removed back panel; found there was medication spill (potassium chloride) all over pyxibus controller board and cable/ liquid spill caused short and smoked board transistor. Replaced pyxibus controller board and cable. Cleaned station and verified station now operable. Visual inspection at dchu investigation lab of the received pyxibus controller board observed thermal damage and dried fluid residue. Visual inspection of the received pyxibus 7-drawer cable observed thermal damage on drawer connector (6) and surrounding cable area. Microscopic inspection of the thermally damaged are observed the 36v line and ground line exposed. Resistance testing of the pyxibus controller board using a digital multimeter revealed low resistance between the 36v and ground. Resistance testing of the pyxibus 7-drawer cable using a digital multimeter showed measurable resistance across the observed thermally damaged wire strands. Bd pyxis products communication 2027 was released on february 27, 2025 to announce the release of two new matrix drawer assembled designed to enhance the functionality of the pyxis cabinets. These new assemblies include covers that will be integrated with the existing matrix drawer assemblies, providing improved organization and reducing overstuffing and jamming. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the board and gray cord sparked and caught fire. A field service engineer found a potassium chloride spill on the controller card and bus cable. The field service engineer replaced the controller card and bus cable, cleaned the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a fire in the gray cord. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.